Event description:
There was no patient involved in this event. Pad unit has low battery

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 300p from heartsine technologies, belfast on the (B)(6) 2011. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2011 and that it had performed to specification up to the auto self-test on the (B)(6) 2017. During this time the device records one occasion in which the temperature was recorded below the minimum recommended stand-by temperature of 0°c with a low of -0.3°c recorded. The device performed to specification throughout testing at heartsine and the returned pad-pak was measured and found to be within specification.